Event description:
It was reported that the pt had to push on the implantable pulse generator (ipg) in order to get stimulation. The ipg and extension were replaced on (B)(6)-2003.

Manufacturer narrative:
(B)(4): analysis of the extension determined that all four conductors/wires were on the extension at the proximal end transition of the molded rubber to the extension body. Due to the condition of the extension no system test was performed with the ipg and extension. Testing of the programmable features and output ranges determined the ipg was functioning normally.